Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2 reference MFR. Report#: 1627487-2018-00472 it was reported the patient had been receiving painful stimulation. As a result, the lead related to the issue was explanted and replaced. Surgical intervention resolved the patient's issue. Note: both of the patient's leads are being reported because it is unknown which lead was liable.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2018-00472.